Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. The doctor stated the kidney issues caused his high blood glucose. It was stated that the customer's wife called inquiring about the auto off alarm and insulin delivery per hour. Assisted wife with turning feature off. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.